Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during device check through merlin.net transmission, inappropriate shock due to noise was observed. Lead was explanted and replaced. There were no complications during the procedure. Patient's condition was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.